Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "a patient underwent an ion lung biopsy using a cryo probe and fna needles (19g and 21g). The patient experienced hemoptysis with approximately 1 l of blood loss during the procedure. Prior to the procedure, the patient was not on anticoagulant therapy and had normal labs. Bleeding was controlled during the procedure, and the patient was hospitalized for 48 hours. Patient did not require blood transfusion. There was no allegation of malfunction of the ion system, instruments, or accessories. Based on the available data the events were procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. The retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023." The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced bleeding. Once the first crypobiopsy was obtained, the patient began bleeding. On the day of the biopsy, lab results were normal and the patient was not on any anticoagulation/antiplatelet therapies. Additional medical staff were called into the room to help with controlling the bleeding. A 19g ion needle, a 21g needle, and a cryoprobe for biopsies were used during the ion procedure. The bleeding eventually stopped and the patient was reported as okay. Per the physician, the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the bleeding. The procedure was completed and diagnostic, but ebus was not able to be performed. The physician reported that the bleeding was from the posterior segment bronchus and was caused by the vessel adjacent to bronchus and believed that the bleed probably would not have occurred via another biopsy modality. The patient experienced hypoxia and loss 1000 ml of blood, but no transfusion was required. The patient had to stay in the hospital 48 hours due to the hypoxia but has been discharged home.